Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: power events were observed in the pump black box history. The pump battery compartment was observed to be cracked at the compartment threads. Rust and corrosion were found inside the battery compartment. A leak test was performed and confirmed that the pump was leaking from the damaged battery compartment. The battery cap was not returned with the pump for testing; a test cap was inserted and was able to tighten to the pump appropriately. The pump was exercised for 24 hours without power issues. The pump was opened and no additional moisture damage was noted. Unrelated to the complaint, the display screen was found to be dim with a pinkish coloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent power associated with damage to the battery compartment. The reporter indicated that the battery compartment was cracked and the battery cap was unable to be attached to the pump per the instructions for use. During troubleshooting the reporter indicated that moisture damage was observed inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.